Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that, "on (B)(6), 2006, the pt underwent a right total hip replacement surgery. The components implanted in the pt were: zimmer shell, zimmer poly liner, zimmer bone screw, hoc accolade tmzf plus hip stem #3 (B)(4), and hoc v40 femoral head (B)(4). "It was further reported that; "the pt underwent a revision surgery on (B)(6), 2009, due to aseptic loosened acetabular component and possible infection."